Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2022. It was reported that the patient was released from the hospital on (B)(6) 2021. At the time of the follow up contact with the patient, they were doing okay and had recovered from the diabetic ketoacidosis event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6)2021. At around 4:00 pm the sensor patch fell off, but the patient did not notice for about an hour. Prior to the sensor patch falling off, the patient¿s cgm values were reading high at around 16.0 mmol/l. The patient's carer monitored the patient's blood glucose using finger stick measurements. The patient applied a new sensor but by that time he had started to go into diabetic ketoacidosis (dka). He had excessive thirst, nausea and felt heavy. At 9:44 pm an ambulance was called which arrived at 9:55 pm, and the patient started to vomit in the ambulance. The patient was treated with unspecified IV fluids. His ketone level was 4.6 mmol/l at this time. Once the patient¿s ketone level rose to 5.0 mmol/l, paramedics decided to transport the patient to the hospital where he was admitted to the intensive care unit (ICU) to stabilize his blood sugar. At the time of contact the patient was still in the hospital. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of diabetic ketoacidosis.initial reporter email address: (B)(6).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6)2021. The patient¿s cgm values were reading high at around 22.0 mmol/l. At around 4:00 pm the sensor patch fell off, but the patient did not notice for about an hour. His bg was monitored, and the values were around 16.0 mmol/l. He applied a new sensor but by that time he had started to go into diabetic ketoacidosis (dka). He had excessive thirst, nausea and felt heavy. At 9:44 pm a bg was checked which was about 50.0 mmol/l. An ambulance was called which arrived at 9:55 pm, and the patient vomited in the ambulance. He was taken to the hospital, admitted, and treated with IV fluids, unspecified IV drips, and IV medication for the nausea and vomiting. At some point he had high ketones of 4.6 to 5. Upon follow up contact, the patient stated that he could not remember a lot of the detail of the event. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.